Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, no additional information about the setting was provided by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the delivered vt (tidal volume) on bellavista1000 us is not being met. Furthermore the patient was transferred to another ventilator and there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6,h10. Result of investigation: vyaire medical was able to confirm the issue and performed operational verification procedure (ovp). Root cause of the failure was determined due to lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature.